Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced proximal set up joint (suj) and completed the device evaluation. Failure analysis investigations confirmed the reported failure. During review error code 31221 was identified in the system log. The suj was tested with an in-house unit and failed to identify several nodes. Several tests were performed and results identified that the axes controller setup (acu) board and wire harness were defective. The probable cause was identified to be a component failure on the suj.

Event description:
Refer for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. Field service engineer was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse confirmed that the procedure was converted to laparoscopic surgery and completed successfully. The fse reviewed the system log and identified error 31221 pointing to an issue with the patient-side power distribution board. The fse replaced the outer proximal set up joint to resolve the reported problem. The system was tested and verified as ready for use. Isi has requested the proximal set up joint for evaluation, but the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned for analysis and/or if additional information is received. A review of the procedure log with the information provided resulted in no additional information. No further system log review is required as the logs were reviewed/analyzed as part of the isi technical support engineer and/or isi fse investigation. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system (B)(4) on (B)(6) 2022. No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable event due to the following conclusion: the customer converted to traditional laparoscopic surgery after the start of a surgical procedure (first port incision). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the intuitive surgical, inc. Clinical sales representative called in to report that the system generated a non-recoverable 31221 error while they were preparing the patient for the case. Ports were placed, but the system was not docked to the patient at the time of the event. The site power cycled the system twice, but the error was not resolved. The isi technical support engineer (tse) reviewed the system logs and identified errors 31221 and 371 pointing to proximal set up joint (suj) 4. Despite multiple troubleshooting attempts by the tse and the customer, the issue persisted. An isi field service engineer was at the customer site at the time of the event. The fse tried to disable the universal surgical manipulator 4 but also failed. The surgeon then elected to convert to laparoscopic surgery. There was no patient injury reported. On 26-oct-2022 and 27-oct-2022, intuitive surgical, inc. Performed follow-up and obtained the following additional/updated information regarding the reported event: system functionality was not checked prior to use. It was confirmed that there was no patient harm, injury, or adverse outcome due to the procedure conversion.